Event description:
See initial report

Manufacturer narrative:
The unit has been requested at manufacturer site for further investigation and repair. Currently, no service report is available. The involved gas blender was manufactured in 2012 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The complained gas blender was investigated and the complained e19 was reproduced. Investigation confirmed the alarm was displayed due to several internal leaks. Considering the aging of the unit, it cannot be ruled out that the wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. There is no concerning trend for this kind of failure. The gas blender was scrapped due to the uneconomical repair. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in muenchen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during maintenance activity. There was no patient involvement.